Manufacturer narrative:
The following field has been updated with corrections: reason code for no evaluation: other.

Event description:
It was reported that needles are bent after injection with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: consumer reported pen needles are bent after injection. Stated her numbers have been high and sometimes she smells the insulin after injection. Stated she does sometime see leakage on her injection site after. Did not seek medical attention. Stated she does remove outer cover and shield before injection. Does not re-use, rotates injection sites. Discarded samples. Lot:8045793, expiration date: 2023-02, item: 320144.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for bending during use, glucose level and leakage on lot # 8045793. Investigation summary: if samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needles are bent after injection with a bd ultra-fine¿ pen needles. The following information was provided by the initial reporter: consumer reported pen needles are bent after injection. Stated her numbers have been high and sometimes she smells the insulin after injection. Stated she does sometime see leakage on her injection site after. Did not seek medical attention. Stated she does remove outer cover and shield before injection. Does not re-use, rotates injection sites. Discarded samples. Lot:8045793, expiration date: 2023-02, item: 320144.